Manufacturer narrative:
Supplemental report submitted to include the completion of the engineering evaluation. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The returned device was visually examined, and the following was observed. Balloon burst radial and longitudinal with no missing balloon pieces. The inflation balloon single wall thickness was measured along the edges of the burst location and the measurements were found to be within the specification. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause of these events has historically been due to calcification in the landing zone or over-inflation of the balloon. The complaint of balloon burst was confirmed based on the returned product evaluation. Available information suggests that patient factors (calcification) likely contributed as the event reported, ''as per medical opinion, the balloon burst due to a sharp calcium spicule.'' And the provided 3mensio confirmed presence of calcification in the landing zone. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
Edwards received notification from our affiliate in mexico. As reported, this was a case of an implant of a 26mm sapien 3 ultra valve, in the aortic position by right transfemoral approach. During valve deployment, when the balloon reached the inflation volume, it burst. The valve was fully deployed and it was decided to remove the devices. The patient did not experience any injury and was noted to be stable after the procedure.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted.